Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an abdominal aortic aneurysm repair procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, after deploying the sutures, the device could not be removed. To free the device from the vessel, the device was retracted to the distal guide and the suture was cut enabling removal of the device. A hematoma developed at the access site. The hematoma was expressed and the arteriotomy was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reportedly trained in the use of the perclose proglide device. No additional information was provided.